Manufacturer narrative:
No button/keypad response due to flattened act keypad dome. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to perform the displacement test due to keypad anomaly. (B)(4).

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that the act button was not responding. It was also reported that the insulin pump was exposed to sweat. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.